Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site. The patient reported pain at the ipg site while sitting and laying down. The patient also reported the ipg would move inside the ipg pocket. Consequently, the patient's scs ipg was explanted and replaced. Reportedly, the ipg site was moved above the initial position of the left buttock.